Event description:
It was reported that a physician attempted arteriotmy closure of a non-calcified right common femoral artery using a starclose se device after a cerebral angiogram diagnostic procedure. Reportedly, the clip device deployed in the sheath. The device was removed from the patient's groin and manual arterial compression was used to achieve hemostasis. There was no adverse patient sequelae. The access site was described with some scarring. The physician is reportedly trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date. The report indicates the event occurred on (B)(6) 2011. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of the returned device was consistent with the report of the clip deploying in the sheath. The bulbous shape of the distal tip of the sheath and the clip tine tears indicates it was stretched beyond the distal end of the exchange sheath during thumb advancement. However, the exchange sheath had recoiled within specifications when received. Stretching of the exchange sheath during deployment can be influenced by, but is not limited to a tight tissue tract. Instead of the tubeset sliding easily within the sheath, tissue compression forces may cause the sheath to drag along with the tubeset as it is distally advanced. Subsequently, the sheath elongates, which can cause interference with clip deployment. To prevent this, it is necessary to create a 5-7 mm skin incision at the sheath site to accommodate the insertion of the clip delivery tube into the tissue tract. This should be done at the beginning of the procedure prior to the administration of anticoagulants and antiplatelet agents, if possible. Consider blunt dissection by single spread with a surgical instrument in the skin incision, especially in those patients with scar tissue from previous catheterization procedures, as outlined in the proglide instructions for use. Other contributing factors may include deployment in challenging anatomies such as obesity, scarred tissue and calcification; however, in this case the user reported that deployment was in a non-calcified right common femoral artery. Reportedly, the access site had some scarring, indicating the patient anatomy may have been a contributing factor in the reported event; however, this can not be confirmed. There was no indication of a product quality deficiency. The analysis of the returned device indicated the device was fully deployed with no damage present with the exception of the stretched sheath. To help ensure that the product performs according to specification each device is inspected during manufacturing and a quality audit is performed. Based on the analysis, reported information and manufacturing inspection criteria, the stretched sheath and subsequent capture of the clip preventing closure with this device appears to be related to the operational influences during use and not a product quality deficiency. Review of the finished device history record did not reveal any nonconforming material records associated with this lot. A query of the complaint handling database was performed and there were no previous similar incidents reported for this lot.